Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (service code 204 :monitor unusable and abnormal shutdowns) has been confirmed. Upon investigation the monitor had failed incoming functionality testing. As received the monitor's electrode belt connector wires were broken. The cause of the failure was the broken wire. The root cause for the broken wire was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) and reported that the monitor had experienced a code 204 (monitor unusable and abnormal shutdowns.